Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation right side. Devices remains implanted

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed as surgical damage and one opening on posterior side assessed as fold flaw opening. Additional observations: crease fold is observed. Wear abrasion is observed. Air voids (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. No further actions are required as the device was implanted.

Event description:
Devices has been explanted.